Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance on the right ventricular (rv) lead. All other measurements were within normal limits. Boston scientific technical services (ts) recommended further evaluation of the right ventricular (rv) lead. This product remains in service. No adverse patient effects were reported.